Manufacturer narrative:
The referenced of the patient's driveline power fault alarm in (B)(6) 2021 was reported under MFR# 2916596-2021-01388. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) for driveline power fault alarm. The patient had a reported history of this issue (B)(6) 2021. The log file submitted revealed that power a was broken versus the prior log file showed power line b caused the driveline power fault. The patient felt well clinically. Examination of the driveline showed there was an area near driveline exit site that was "looser" than other parts of wire indicating a recurrent bend (no damage to external cord visible). Patient reported waking up with driveline bent in that area. The event log captured the driveline power faults starting (B)(6) 2021 at 0610 and continued for the remainder of the log file. The file did not capture any speed drops below the low speed limit (lsl) or pump stops so the driveline faults were not interfering with pump support. X-ray submitted of driveline showed no obvious fracture. The patient¿s modular cable and system controller was exchanged, however during the modular cable exchange, there was some difficulty making connections to the new modular cable. Alarms resolved after exchange. On (B)(6) 2021, the patient presented with yet another driveline power fault alarm starting around 11:42am. Alarm was extended silenced. On (B)(6) 2021, the patient reported a power fault alarm starting around 00:05am. Additional log file submitted confirmed driveline power faults on (B)(6) 2021 due to power b line. There were no speed drops below the low speed limit (lsl) or pump stops so no loss in support. On (B)(6) 2021, after conducting a site visit, clinician learned that the coordinator would like to replace the modular cable that was replaced on (B)(6) 2021 after technical services conducted an on-site cleaning. The hm3 (heartmate 3) driveline connector was cleaned and thus far there had been no further driveline power fault events. The patient was doing fine and was to be discharged on (B)(6) 2021. Additional information was requested but not provided.

Manufacturer narrative:
Manufactures investigation conclusion. The reported event of a driveline power fault alarm was determined to be related to the pump cable which will be investigated under (B)(4). The hm3 system controller, was not returned for analysis. Per provided information, a modular cable and system controller were previously exchanged on (B)(6) 2021 resolving driveline power fault alarm which was covered under (B)(4). The patient experienced additional driveline power fault alarm on (B)(6) 2021 which did not resolve by exchanging the modular cable and system controller. Multiple attempts were made to obtain additional information regarding the event; however, no response was received.

Event description:
Related manufacturer report number: 2916596-2021-03019, 2916596-2021-03020.